Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had an error 1712¿ was confirmed error code 1712/1720 was found on the pump. The probable cause was due to a defective back up capacitor. Visual inspection found the rear housing was broken, display glass was scratched, and the downstream occlusion (dso) sensor was worn out. The rear housing, display glass, dso sensor and back up capacitor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device had an error 1712¿; during device evaluation the complaint was confirmed due to a defective back up capacitor and visual inspection found the downstream occlusion sensor was worn out. The status of the product at time of the event was before the delivery of medication. There were no patient involvement or harm reported as result of this event.